Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05dec2018. This device was not evaluated by a philips employee. The customer resolved the reported issue and replaced the touchscreen to resolve the reported issue. The ventilator has been returned for use.

Event description:
It was reported that the touchscreen of a v60 ventilator was non-responsive.the ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.